Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml unknown baclofen at an unknown dose via an implantable pump for intractable spasticity and post spinal cord injury/spinal cord disease. It was reported that a dye study was performed after the patient experienced withdrawal symptoms, which included itching and increased spasticity. There were no applicable environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics, troubleshooting, actions, and interventions included a motor study/dye study. The motor turn approximately and the hcp could not aspirate the catheter. Surgical intervention did not occur and it was unknown (asked and would not be made available) if surgical intervention was planned. The issue was not resolved at the time of the report and the patient status was alive with no injury. The patient's weight and medical history were asked and would not be made available. The event date was stated as (B)(6) 2017. There were no further complications reported or anticipated.